Manufacturer narrative:
E1: patient city : swansea. Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set came off while sleeping seems like she had it off for more than 3 hours. The blood glucose level was 173mg/dl and treated with pump. The patient changing the insulin reservoir and infusion set. No further information available.